Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No battery out limit alarm was noted. The insulin pump passed the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported the customer had a battery out limit alarm that they could not clear. Customer's mother stated the alarm occurred after a battery change. The customer's blood glucose was unknown at the time of the call. The mother stated she was able to clear the alarm once by pressing the escape button. It was later found all the buttons became unresponsive. The mother could not recall any significant events leading to the keypad issue. The mother also reported no delivery alarms on the customer's insulin pump. Troubleshooting did not occur for the no delivery alarm because it was from a past event. The insulin pump will be replaced due to the keypad issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.